Manufacturer narrative:
Correction to: h6 (component code, investigation findings, and investigation conclusions) investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Spouse of consumer reported "needle shield" is "hard to remove", stated, he has to use players to remove the needle shields. Stated, the plunger rod is "stiff" sometimes. Lot: 3205885, (stated, "I think this is the lot") catalog: 328468 date of event: unknown samples: yes cl.